Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the vessel was ligated using absorbable ligation clip and reusable single clip applier. After the blood vessels were ligated during the operation, they fell off on their own and did not play a role in hemostasis, causing unnecessary bleeding to patient and causing hidden dangers of medical accidents. Activated spare absorbable ligation clip and reusable single clip applier to continue the operation.